Manufacturer narrative:
The company representative was unable to duplicate the reported problem. He observed fault code number 54 (prolonged inflation fail-safe) in the fault log. The iabp was tested to factor specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that during an in-service training session on the iabp, they observed that the iabp generated a "system failure" alarm. No pt was involved.